Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off when they attempted to print while monitoring a patient. The customer advised physio-control that there were no adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off when they attempted to print while monitoring a patient. The customer advised physio-control that there were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Section d10 product available to stryker of the initial medwatch report indicates: field section d10 returned to manufacturer on of the initial medwatch report should indicate: return section d10 returned to manufacturer on of supplemental 001 medwatch report indicates: blank section d10 returned to manufacturer on of supplemental 001 medwatch report should indicate: (B)(6)2018

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's battery pins to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off multiple times during the event. Physio-control further evaluated the removed battery pins and determined that the cause of the reported issue was due to worn battery pins.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off when they attempted to print while monitoring a patient. The customer advised physio-control that there were no adverse effects to the patient as a result of the reported issue.